Event description:
It was reported that the 7900 system would not display the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.